Event description:
It was reported that the radiofrequency programmer head had a damaged cable. The programmer head was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the cable was damaged but also noted that the damage was cosmetic and the cable functional. The cable was replaced, as was the label as an associated repair.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.